Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-09001, reference MFR. Report: 1627487-2018-09002. Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-09001, reference MFR. Report: 1627487-2018-09002. It was reported the patient experienced discomfort when attempting to increase amplitude on one of the leads. Diagnostics revealed high impedances for one of the leads, and x-rays revealed one of the patient¿s leads was fractured. As a result, the physician explanted the patient¿s leads and implanted one new lead at t6. Note: all of the patient's leads are being reported because it is unknown which lead is liable.